Event description:
It was reported that during an unknown procedure, the clips jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/16/2008. Evaluation summary: the analysis results found that the device was returned with the jaw ramp broken off from the left side and with the cam broken. The device was cycled and ejected the remaining clips due to the returned condition. A corrective action has been initiated to address the root cause of the broken jaw issue. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.